Event description:
Central line placement attempted via right jugular. Upon removal the "j" portion of the guidewire noted to be missing. The catheter was removed intact. The tip of the guidewire subsequently was located by radiological exam in the oropharyngeal soft tissue of the pt's neck. There are no plans at this time to remove this, it is deemed to present no further damage to the pt.